Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. Troubleshooting options were provided to the field from boston scientific technical services. The rv lead remains in service, no adverse patient effects were reported.